Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No product or medical notes were provided so visual and dimensional evaluations could not be performed and the reported event could not be confirmed. Device history records were reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown. Item #unknown, unknown head, lot #unknown. Item #unknown, unknown liner, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial right hip arthroplasty. Subsequently, the patient is being considered for a revision due to a loosening of the triflange. Additional information was requested, however none was available.